Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to improve button usage and sent a replacement pump with updated software. The customer was informed of necessary steps, including returning the malfunctioning pump and awaiting delivery without requiring a signature. Training for the new pump and additional instructions were made available, ensuring continued insulin delivery with the current pump until replacement arrived.